Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08765 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Using the bolus wizard feature, a test blood glucose value of 5.0 mmol/l, food intake value of 10 grams and estimate bolus of 2.00 units was entered. Device was able to deliver the bolus completely. No bolus anomaly or carbohydrate anomaly noted. No bolus stopped alarm noted during testing. There is no data available in the device trace history file due to the device did not have a battery installed when received. Unable to verify bolus anomaly or additional carbohydrate units being entered anomaly. Device uploaded properly using carelink. Device had scratched case, scratched reservoir tube window, missing end cap sticker and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump kept on stopping the insulin delivery. The customer's blood glucose was unknown at the time of incident. The customer was hospitalized due to unstable blood glucose values. The customer was able to clear the bolus stopped alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.